Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h6, h7, h9, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported during a laparoscopic procedure, the thunderbeat device was opened and successfully probe-checked by the scrub nurse. The surgeon inserted the thunderbeat through the laparoscopic port. During the surgery the tip melted, and the pads detached after about an hour and a half during the surgery. The surgeon managed to retrieve the tip from the patient. Another thunderbeat device was opened, and the same thing happened again but this time the tip could not be retrieved. After half an hour of exploration, they closed the patient. The patient had an x-ray and the tip was still in the patient. The surgeon would advise what the next step would be, but it was reported that the patient may have to be operated on to retrieve the tip. Upon follow-up, the surgeon provided additional information regarding the incident. A subtotal hysterectomy with fibroid removal was performed on a slim female patient. Mid-procedure, the posterior arm of the thunderbeat detached and fell behind the bowel. The surgeon retrieved and discarded both the arm and the device. A new thunderbeat was connected. Within 10 minutes, the posterior arm detached again. This time, it became lodged in the anterior abdominal wall. Imaging confirmed the location, but despite guided attempts, the arm could not be retrieved. Efforts continued for 35 minutes until the procedure was stopped due to developing bruising at the port site. There was no general surgeon available to assist. Per the surgeon, there was no risk of perforation or migration of the arm remaining in the patient. The customer further clarified that it was not the pads that fell into the patient. It was the bottom probe of the jaw.

Manufacturer narrative:
The following patient identifiers are linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.